Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D4. The serial number is currently not available. G5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H4. The device manufacturing date is currently not available. H.11 livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in united kingdom. Through follow-up communications, it was learned that device cardioplegia circuit had not yet been fully turned off. Indeed, since flow was still present, support to another member of the medical team to close the cardioplegia line with the red stopcock was asked. Support was not given and, therefore, to prevent the outward flow of water from unit, a hand thumb was used to attempt to stop the drainage. This did not get the desired effect and water started to spray across the operating field. Reportedly, patient was moved to the customers recovery area and no further issues have been detected. The affected device was removed from service initially, however, after successfully passing functional verification checks carried out by the customer, the unit has now returned to service in its expected function. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, post-procedure, after the patient had been disconnected from the heart-lung machine, and while the surgical team began detaching the cardioplegia heater-cooler tubing from the heat exchanger and oxygenator in the operating theatre, water sprayed from the heater cooler 3t system cardioplegia circuit across the operating field.

Manufacturer narrative:
H11:complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode.based on the investigation findings and the analysis of livanova documentation, the root cause of the reported event can be reasonably assigned to a user error in following the dismounting protocol of the heater-cooler 3t system. According to the livanova IFU, the patient must already be out of the operating room before dismantling the hc3t and the tubings must be fully drained before detaching any tube from the unit. The patient was still present in the operating theatre, circuit pumps were not fully switched off and the tubing set was not fully drained before disconnection, all of which are clearly in discordance to what is written in the device¿s IFU. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.